Manufacturer narrative:
No sample has been returned for evaluation. And no lot number provided to access the device history record. Therefore, a definitive root cause could not be determined, and corrective or preventive action is not indicated at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer indicated that the suction catheter is short by 3 cm with the neo verso adapter and by 1 cm with the y piece when using a size 4 ett (uncut). It is short by 2 cm with the y piece when using a size 4.5 ett (uncut).

Event description:
The customer reported that catheter (catheter 8fr closed 50/cs) is too short to reach the end of the ett (endotrachial tube, size 4 and 4.5). The hospital's standard practice was to cut the ett once placement was confirmed, which solved the issue of the catheter length. However due to covid, the new hospital policy is to not cut the tube due to risk for the staff when breaking the circuit. As such, there have been a number of occasions in which suctioning a patient have failed. The customer confirmed that there was no patient harm associated with the reported event.